Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an active cord was used during a procedure. According to the complainant, during the procedure, the active cord was not connecting to the snare properly. The nurse/tech had to hold the active cord and snare together to maintain connection. It is unknown if the issue occurred due to the snare or the active cord. However, the procedure was able to be completed with this active cord and snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
The complainant was unable to provide the upn or lot number. Therefore, the manufacture date is unknown. (B)(4). According to the complainant, the suspect device has been retained and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that an active cord was used during a procedure. According to the complainant, during the procedure, the active cord was not connecting to the snare properly. The nurse/tech had to hold the active cord and snare together to maintain connection. It is unknown if the issue occurred due to the snare or the active cord. However, the procedure was able to be completed with this active cord and snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
It was reported that new active cords were purchased for the endoscopy rooms and the new active cords were tested with a snare and the issue was resolved. They believe the issue was the old active cord.